Event description:
Information reviewed, following coalescent acquisition, shows the product complaint indicated that regurgitation was noted five days after mitral valve replacement was completed. Inspection during re-operation noted that one u-clip had torn through the pt tissue. Surgical repair was performed and the case was completed without incident.